Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled ¿total versus hemiarthroplasty for glenohumeral arthritis according to preoperative glenoid erosion¿ by marc-frederic pastor; melena kaufmann; andre gettmann; mathias wellmann; and tomas smith; published in orthopedic reviews 2015, volume 7:5923, may 17, 2015, was reviewed. The purpose of the article was to study the controversy that exists regarding the indication for glenoid replacement in shoulder arthroplasty for glenoid replacement in shoulder arthroplasty for osteoarthritis. The indications for glenoid resurfacing remain unclear with contributing factors such as bone quality, estimated risk of loosening and quality of surgical exposure. The article conducted a retrospective study of patients who had undergone anatomic tsa (global ap stem and anchor peg glenoid, depuy synthes) between 2004 and 2010 on 16 hemiarthroplasty and 25 total shoulder arthroplasty for primary osteoarthritis. The article reports there were no intraoperative complications. After tsa, one patient underwent arthroscopic capsular release and resection of the lateral clavicle for postoperative stiffness and symptomatic osteoarthritis of acromioclavicular joint 14 months after the implantation. Two patients (19 and 24 months after implantation) developed glenoid erosion and stiffness after ha and required conversion to tsa with secondary implantation of a glenoid component. No infections occurred in the series and no revisions were performed for symptomatic aseptic loosening of implants.